Event description:
It was reported that during a photoselective vaporization procedure of the prostate, the fiber began forward firing. The procedure was completed with a second fiber without patient complications.

Event description:
It was reported that during a photoselective vaporization procedure of the prostate, the fiber began forward firing. The procedure was completed with a second fiber without patient complications.

Manufacturer narrative:
Investigation summary: with the available information boston scientific concluded that the analysis identified glass cap detachment. The glass cap detachment may lead to forward firing; therefore the reported event was confirmed. Glass cap detachment can occur due to elevated temperature near the laser beam output window. The increase in temperature can be caused by tissue adhesion from constant and heavy tissue contact or probing. Continuously elevated temperatures can lead to fiber damage, including glass cap detachment. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the fiber identified that the glass cap was detached and not returned. The connector cone, segments, and tabs appeared in good condition and secured. The control knob was attached and aligned with fiber and could rotate the fiber. The fiber was functionally tested with the helium-neon (he-ne) laser fixture. The testing conducted showed no signs of breakage along the fiber body. Labeling review: a review of device instructions for use (IFU) was performed. The IFU states: do not bury the tip in tissue. Do not retract or probe tissue with the device. Do not bend at sharp angles. If using a deflecting mechanism, such as an albarran bridge or a fiber diverter, do not attempt to remove the greenlight fiber while the bridge is deflected. In the unlikely event of a detached tip, it may be visually located through an appropriate scope and removed using forceps. Irrigate the area thoroughly to remove any traces of fiber or other material. If the aim beam or working beam exit the end of the fiber, discontinue use immediately and discard the fiber. Reuse or misuse of a greenlight fiber will result in an increased potential for damage to the greenlight fiber and ancillary equipment, i.e., cystoscopes. Investigation conclusion: the observed glass cap detachment is consistent with fiber that experienced tissue adhesion, and constant heavy tissue contact, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted glass cap detachment. The IFU instructs the user to do not bury the tip in tissue, do not retract or probe tissue with the device, and do not bend at sharp angles.therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.